Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces or stuck button error alarm noted. Keypad connector was fully locked. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack on the back and also had alarmed stuck button. The customer¿s blood glucose level was 7.7 mmol/l at the time of the incident. It was indicated that the insulin pump was working as normal again and that there was no significant events leading. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of the insulin pump returning for analysis.